Event description:
This report summarizes one malfunction. A review of the reported information indicated that unknown filter model allegedly experienced a migration, filter tilt, perforation, and was difficult to remove. This information was received from a single source. This malfunction involved a patient with no patient injury. The patient was reported as a 57 year old female weighing 171 lbs.

Manufacturer narrative:
H10: of the original two malfunctions reported, one was reassessed for reportability and determined to be reportable as a serious injury. The serious injury was reported under emdr 2020394-2019-04367. The remaining malfunction's sample was not returned for evaluation, however, medical records were provided for review. The investigation is confirmed for perforation, filter tilt, and difficulty to remove, but it was inconclusive for filter migration. The device is labeled for single use. H10: g4; h6(4001-patient device interaction problem). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The devices were not returned to bd for evaluation. Medical records are provided for both malfunctions. Of the two malfunctions, one investigation is confirmed for perforation, filter tilt, and difficulty to remove, but it was inconclusive for filter migration. One investigation is still in progress. The device is labeled for single use. (B)(4).

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf048f vena cava filter allegedly experienced a migration, difficult to remove, filter tilt, and perforation. This information was received from various sources. Both malfunctions involved a patient with no patient injury. One patient was a (B)(6) year old female that weighed (B)(6) lbs. The other patient age, gender, and weight was not provided.